Event description:
Review of service data detected a reportable event. Upon servicing monitor sn (B)(4), the monitor failed incoming testing and displayed service codes 203 and 102. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing and displayed service codes 203 and 102. The cause for the service codes and incoming test failure is an open resistor r45 on the computer/analog (ca) board. The cause for the open resistor is excessive current. The cause for the excessive is broken leads on high voltage capacitors c21 and c22 on the defibrillator board. The root cause for the broken leads on c21 and c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface, as the monitor's case was returned with signs of damage. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.